Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: "hi" mg/dl, 257 mg/dl, 182 mg/dl, 165 mg/dl, and 161 mg/dl. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. No adverse event reported. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.